Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl: cause unknown. The customer did not attempt to address bg prior to the ER visit. Customer was treated with multiple insulin injections to address the bg. The customer was discharged (B)(6) 2025 with no permanent damage sustained. System check with technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.